Event description:
During a cataract extraction procedure the clinic reported the patient¿s operative eye¿s anterior chamber had become shallow. The surgery center made a decision to discontinue procedure due to believing the phacoemulsification unit was not working properly. The surgery center consulted with another surgeon who assessed the situation and came to the conclusion the incision was too tight and was unlikely to be machine related. The surgery center decided to complete the procedure and had the incision enlarged. There was an hour delay to complete the procedure. The patient outcome is normal.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss was not able to duplicate the reported event. The field service specialist (fss) performed a checklist and verified all modes of operations. In addition, a preventative maintenance was performed. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.